Manufacturer narrative:
The customer-reported issue of the external battery not able to charge was confirmed during investigational testing. The system management (smbus) data review revealed that a permanent fault (pf flag) was present and the input / output functions were permanently disabled. The cause for the disabled input / output function was likely the result of the battery being deeply discharged and left uncharged for an extended period of time that exceeded its internal monitor safety limits. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion external battery would not charge.